Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a clinic visit, the right ventricular lead exhibited low impedance. It was noted that capture thresholds had also slowly risen. The threshold was tested in the clinic again and remained low. The patient was asymptomatic and would be monitored.